Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred on an unknown date. -device explant occurred on (B)(6) 2018 for unknown reasons.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Patient's dysphagia symptoms were treated with an esophagogastroduodenoscopy (egd) with balloon dilation and steroids which both had "no effect". Device explant due to severe ongoing dysphagia occurred on (B)(6) 2018. Device was found in the correct position/geometry. Patient is "doing great" after device removal.

Manufacturer narrative:
(B)(4).